Event description:
Patient reported "deflation" and "pain". Healthcare professional later confirmed deflation. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" and "pain". Healthcare professional later confirmed deflation. Affected side is left. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as surgical damage. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Device was explanted and replaced.